Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the pacer-dependent patient presented in clinic for a follow-up. Upon interrogation of the patient's pacemaker, the device exhibited high ventricular rate episodes due to noise and myopotential oversensing on the atrial and ventricular channel. The physician suspected that an unspecified header issue was the problem. Poor r-wave sensing was also noted. Programming changes were made. The patient was stable throughout the event and will continue to be monitored.